Event description:
A report was received that the trial patient was experiencing excruciating pain in her hip. An x-ray confirmed lead migration and the physician explanted one of the leads to help relieve the pain. The trial lead was hitting a dorsal root nerve. The patient was reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e serial # (B)(4) description: trial linear st lead, 50cm the explanted device was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the trial patient was experiencing excruciating pain in her hip. An x-ray confirmed lead migration and the physician explanted one of the leads to help relieve the pain. The trial lead was hitting a dorsal root nerve. The patient was reportedly doing fine.

Manufacturer narrative:
Additional information indicates that the second lead was left in the patient for the duration of the trial and was explanted on (B)(6) 2012.